Event description:
It was reported that the ilet pump was dropped during a fair ride, the device fell from a pocket, and the screen fractured and became nonresponsive, after which the user transitioned to multiple daily injections without adverse glycemic impact. Symptoms included no reported clinical effects. Outcomes included device replacement shipment and continued diabetes management using injections and cgm. Investigation included review of the event narrative and logistics of replacement and return. Investigation of this device revealed physical damage to the display/touchscreen component consistent with accidental impact, resulting in loss of user interface functionality, with no evidence of device malfunction beyond damage from external forces. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical stress.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.